Event description:
It was reported that upon opening the package, the user found the bevel of the needle was bent and as a result, it was not used. A new kit was opened and used without issue. It is unk if there was a delay. However, there was no death or complications to the pt. Add'l info received on (B)(6) 2011 from the sales rep stated the needle was removed simply by grabbing it by hand. There was no need for add'l intervention for removal.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: one separated introducer needle was returned for eval. The returned hub and cannula were visually examined and measured. The cannula od and length were measured and met specs. The blasted length on the proximal end of the cannula was also measured and was within spec. Upon magnification, there was a small amount of adhesive observed on the blasted length of the cannula. The cannula could be easily inserted back into the clear, colorless molded hub. The inner circumference of the needle hub was observed under magnification and it appeared to have a small amount of adhesive around half of the circumference. It did not appear that sufficient adhesive had been applied to the inner diameter and there was also no mound of adhesive at the entrance to the needle hub. A device history record review was performed with no relevant findings. The report that the needle detached from the hub was confirmed through visual examination of the returned sample. Based on the small amount of adhesive remaining on the cannula and hub, the potential cause of this issue is mfg related. A nonconformance was initiated to further investigate this issue.